Manufacturer narrative:
Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient with non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) with ICD shocks presented with enterococcus bacteremia in (B)(6) 2020 with a mobile density in ICD lead which was treated medically, and recent enterococcus wound infection with recent pump pocket exploration, debridement, and wound packing.

Manufacturer narrative:
DHR review: the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufactures investigation conclusion: a direct correlation between the reported events (pump pocket infection, ventricular tachycardia) and heartmate ii left ventricular assist system hmii lvas could not be conclusively established through this evaluation. The center reported that the patient experienced non-sustained ventricular tachycardia/ventricular tachycardia (nsvt/vt) with implantable cardioverter defibrillator (ICD) shocks, as well as enterococcus bacteremia in (B)(6) 2020 with a mobile density in the ICD lead that was treated medically. The patient also experienced recent enterococcus wound infection status post (s/p) recent pump pocket exploration, debridement, and wound packing. No alarms were reported for this event. The hmii lvas instructions for use (IFU) lists infection and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in regard to preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.